Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms on heartmate 3 system controller, serial number (B)(6), was not confirmed. The submitted log files were associated with the new controller, serial number (B)(6), and have been reviewed under (B)(6). The provided information indicated the controller was exchanged (B)(6) 2024. Multiple attempts were made to obtain additional information regarding troubleshooting steps taken, if the controller exchange resolved the alarms, and if the controller will be returned; however, no additional information has been provided and to date, the controller has not been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced emergency backup battery fault alarms and underwent a system controller exchange.